Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant procedure of the leadless implantable pulse generator (ipg), patient had developed pneumonia. The leadless ipg was implanted successfully without any complications. The following day, during dialysis, the patient experienced cardiac arrest and loss of consciousness. Takotsubo cardiomyopathy was suspected. Extracorporeal membrane oxygenation (ECMO) was introduced. Further, two days later, it was noted that the patient developed an infection due to the coagulation of the blood. Cardiac arrest was noted with multiple organ failure. Eventually, the patient passed away.